Manufacturer narrative:
The investigation confirmed that multiple, reproducible, reactive patient results were obtained for vitros ahav igm using a vitros eciq system. The investigation could not determine a definitive root cause at the time of the report. However, an unknown sample interferent or an unexpected reagent issue cannot be ruled out as contributing factors. There is no evidence to suggest that an instrument related issue contributed to the event. Additional investigation is ongoing.

Event description:
A customer obtained multiple, reproducible, unexpected, reactive patient results for vitros ahav igm using a vitros eciq system. Vitros ahav igm result= (B)(6) vs. (B)(6) vitros ahav total result. ; the affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. At the time of this report, it is unknown how the laboratory became aware. No corrected report has been issued. (B)(4).